Event description:
A pt's device was explanted due to infection. No further info was reported, including the pt's outcome. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).